Event description:
It was reported that during attempted insertion of the iab through an introducer sheath, it became stuck and could not be advanced further. As a result of this, the iab was removed and replaced. There were no patient complications.